Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the data provided by the customer and determined that quality controls were in range on the day of the event. The customer reported the sample was flagged with a "below assay range" flag. As per the dimension vista operator's guide, when the "below assay range" flag is triggered, the customer should confirm the accuracy of the result with additional testing. The customer reported that the issue occurred once and has not reoccurred. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument and requested that the customer run a precision test. The cause of the discordant, falsely low vanc result was potentially due to the presence of an air bubble in the sample. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument and on an alternate dimension vista instrument, both resulting higher. It is unknown which repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.